Manufacturer narrative:
Two non-reproducible precision test results were obtained during investigation activities using a troponin I free fluid (hsdb) on a vitros eciq system. An ocd field engineer performed service and repair activities on the signal reagent subsystem and the well wash subsystem of the vitros eciq system. Performance testing following service verified that the equipment was returned to expected operation. The investigation could not determine a definitive root cause. However, the most likely assignable cause of the event is an instrument related issue. There is no evidence that the trop I es reagent malfunctioned.

Event description:
The customer obtained two non-reproducible precision test results (hsdb result 1= 0.126 ng/ml and hsdb result 2= 0.058 ng/ml versus expected - 0.014 ng/ml) using a troponin I free fluid (hsdb) on a vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. No higher than expected vitros trop I es patient results were reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).